Manufacturer narrative:
The device remains implanted in patient. The device will not be returned for evaluation. Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information.

Event description:
It was reported this was a mitraclip procedure to treat mitral regurgitation (mr) with a grade of 4. A first clip (xtw / lot number: 50129r1012) was positioned well and implanted without any issue. A second clip (xtw / lot number: 41204a1102) was being positioned when it became caught in the chordae and was unable to be freed. It was then decided to use a third mitraclip (xtw/ lot number: 50129r1035) to help secure the clip that was stuck in the chordae. However, by doing some movements under the valve, it lowered the mr but then it dislodged the first implanted clip. It was finally decided to implant one last clip (xtw / lot number: 41204a1064) but same problem occurred, and while doing some movements under the valve, it dislodged the third clip. A few attempts were made to reposition this clip but was unable to reduce the mr so it was decided at this point to conclude the procedure. Mr was unchanged at grade 4.

Event description:
It was reported this was a mitraclip procedure to treat mitral regurgitation (mr) with a grade of 4. A first clip (xtw / lot number : 50129r1012) was positioned well and implanted without any issue. A second clip (xtw / lot number : 41204a1102) was being positioned when it became caught in the chordae and was unable to be freed. It was then decided to use a third mitraclip (xtw/ lot number : 50129r1035) to help secure the clip that was stuck in the chordae. However, by doing some movements under the valve, it lowered the mr but then it caused the first implanted clip to partially move. It was finally decided to implant one last clip (xtw / lot number : 41204a1064) but same problem occurred, and while doing some movements under the valve, it dislodged the third clip from both leaflets. A few attempts were made to reposition this clip but was unable to reduce the mr so it was decided at this point to conclude the procedure. Mr was unchanged at grade 4.

Manufacturer narrative:
The device was not returned for analysis. A review of the lot history record revealed no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history did not indicate a lot-specific quality issue. Based on available information, the reported device damaged by another device (implanted) and device damaged by another device (caused damage) were due to procedural circumstances. The reported partial clip movement was a cascading event of the reported device damaged by another device (implanted). There is no indication of a product quality issue with respect to manufacture, design, or labeling.